Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet and contacted the company to request a return after discussion with a healthcare professional, who recommended a factory reset; the user declined the reset due to the nearing end of the trial period. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, no emergency treatment, and no device alarms. Investigation included case review by clinical support with a plan to further assess use and narrow potential contributors through troubleshooting. Investigation of this case revealed no confirmed device malfunction or component failure and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to insufficient evidence of device-related failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.